Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing of the device using peri-strips the surgeon fired the device rapidly taking more strokes than normal. Only the first third of the staples were deployed. There was bleeding at the staple line that was controlled using clips and suture. The jaws were difficult to release and the knife did not retract. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. There were no other details available.